Event description:
It was reported that during a colorectal procedure, the firing trigger was not activating. Not reported how the case was completed. No pt consequence.

Manufacturer narrative:
Date sent: 11/11/2008. Info anticipated, but unavailable at this time.